Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm after the customer jumped into the water. Customer's blood glucose was 8.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on the lcd controller on the printed circuit board area 1 also, with moisture damage on the electronics assembly, motor and vibrator motor. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display also, unable to verify critical pump error due to blank flashing white lcd. The insulin pump had scratched case and cracked case at the battery tube side.